Event description:
The customer reported this right ventricular (rv) lead was surgically abandoned (capped) due to low impedance and high threshold measurements. A new rv lead was successfully implanted. No specific measurements were given and no adverse pt effects were reported. The lead was actively implanted for approx 7 years, 10 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new right ventricular lead was successfully implanted and no adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.